Event description:
It was reported via sales that an edwards aortic bioprosthetic valve was explanted due to severe aortic stenosis (gradien 75mmhg / ava .4) after an implant duration of approximately 4 years. The operative report noted that the valve was heavily calcified in all three cusps.

Manufacturer narrative:
Method = x-ray. Evaluation summary: customer report of stenosis was confirmed. Moderate to heavy calcification was observed in the cusp area of all three leaflets. The free margins of all three leaflets exhibited minimal calcification. Calcification restricted mobility in the leaflets. Moreover, moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 1mm. Host tissue was minimal to moderate at the stent outflow and heavy at the stent inflow. Commissure 1 wireform was also exposed. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc. ), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.